Manufacturer narrative:
B5: information added. H6: code updated from no findings available to no device problem found. H6: code updated from cmc - no problem detected to known inherent risk of device.

Event description:
It was reported that device migration occurred. A left atrial appendage (laa) closure procedure was being performed. Venous femoral access was obtained. A watchman fxd curve access system (was) was positioned at the laa. A 24mm watchman flx pro closure device and delivery system (wds) were advanced and the closure device was deployed. Immediately after release from the core wire during implantation after release criteria had been met, the closure device shifted proximally. In the 45-degree and 90-degree views on transesophageal echocardiogram (tee) imaging, it appeared that the closure device was two-thirds of the way outside of the laa. In the 0-degree and 135-degree views the closure device appeared to still remain in its original position. The device was observed for 30 minutes and remained stable on tee imaging. The procedure was concluded, and there were no patient complications or further interventions performed. It was further reported the patient was discharged home.

Event description:
It was reported that device migration occurred. A left atrial appendage (laa) closure procedure was being performed. Venous femoral access was obtained. A watchman fxd curve access system (was) was positioned at the laa. A 24mm watchman flx pro closure device and delivery system (wds) were advanced and the closure device was deployed. Immediately after release from the core wire during implantation after release criteria had been met, the closure device shifted proximally. In the 45-degree and 90-degree views on transesophageal echocardiogram (tee) imaging, it appeared that the closure device was two-thirds of the way outside of the laa. In the 0-degree and 135-degree views the closure device appeared to still remain in its original position. The device was observed for 30 minutes and remained stable on tee imaging. The procedure was concluded, and there were no patient complications or further interventions performed.